Event description:
It was reported to boston scientific corp that a flexima biliary stent system was used during a stenting procedure in the bile duct of a male pt. During the attempt to deploy the stent, the guide catheter tore; however, the stent was able to be successfully deployed at the target site. The procedure was successfully completed with no reported pt complications. The pt was reported to be in good condition after the procedure.

Manufacturer narrative:
The device has be received; however, the eval has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from the review, a supplemental medwatch will be filed. (B)(4).